Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 3006705815-2018-03041 and 3006705815-2018-03043. It was reported the patient passed away. It was undetermined at this time if the patient's death was related to the scs system or procedure.